Event description:
The patient was revised because of tibial subsidence and loosening at the cement/implant interface.

Manufacturer narrative:
A second review of higher quality radiographs were reviewed 6 nov 2014. Undated ap and lateral radiographs revealed cemented right total knee implants in very poor quality bone. The femoral component appears to be of appropriate size and position with no evidence of loosening. The tibial component has subsided medial with collapse of the medial plateau. There is an interruption of the implant/cement interface of the tibial component laterally resulting in lift off from the lateral tibial plateau. The tibial component has shifted into a significant amount of varus. The patient was reported to be morbidly obese with a (B)(6). The review of the radiographs does not change the earlier conclusion. The failure was likely a result of the excessive patient weight, the poor bone quality and the early weight bearing status. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update : the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed device loosening. The investigation could not draw any conclusions about the root cause of the device loosening. The patient large physical stature is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.